Event description:
A patient with an implanted crtd underwent magnetic resonance imaging and the device went into backup vvi mode. The cause of the backup mode was unknown. A device restoration was performed. There were no adverse health consequences, the patient was stable.